Event description:
The end user reported he developed a solid red rash under 80% of the skin barrier tape collar approximately 1 year ago. The end user has been using this same product for approximately 18 months. The end user saw a dermatologist two months ago, was diagnosed with contact dermatitis and prescribed kenalog powder. The end user had not seen any improvement to the rash since using the kenalog powder. The end user has also seen a wound ostomy continence nurse to assess technique and review skincare. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.